Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and lupus-like syndrome ('autoimmune disorder type of disorder:lupus symptoms,') in an adult female patient who had essure (batch no. 629140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". Concomitant products included diazepam since 2014 and tramadol from 2010 to 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced lupus-like syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (menorrhagia) / prolonged menstruation"), muscle spasms ("muscle spasm"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)/ menstruation pain"), irritability ("irritability"), migraine ("migraines/migraine/headaches"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / lossspecify which one."). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches,"), menstruation irregular ("irregular menstruation"), rash ("rash") and arthralgia ("joint pain"). The patient was treated with surgery (surgical removal of coil(s) - with tubal cautery). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, muscle spasms, urinary tract disorder, bladder disorder, fatigue, dysmenorrhoea, cystitis, irritability, migraine, headache, allergy to metals, weight increased, abdominal pain and menstruation irregular outcome was unknown and the lupus-like syndrome, rash and arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, arthralgia, bladder disorder, cystitis, dysmenorrhoea, fatigue, headache, irritability, lupus-like syndrome, menorrhagia, menstruation irregular, migraine, muscle spasms, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : pelvic pain lot number: 629140 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received. New events "rash and joint pain" were added. Event hormonal changes was updated to irritability and allergic or hypersensitivity reaction was updated to muscle spasm. Event weight loss was deleted. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and systemic lupus erythematosus ("autoimmune disorder type of disorder:lupus symptoms,") in an adult female patient who had essure (batch no. 629140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), hypersensitivity ("allergic or hypersensitivity reaction,"), systemic lupus erythematosus (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines"), headache ("headaches,"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and menometrorrhagia ("irregular and prolonged menstruation") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / lossspecify which one.") And weight decreased ("weight gain / lossspecify which one."). The patient was treated with surgery (surgical removal of coil(s) - with tubal cautery). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract disorder, bladder disorder, fatigue, dysmenorrhoea, cystitis, hormone level abnormal, migraine, headache, allergy to metals, weight increased, weight decreased, abdominal pain and menometrorrhagia outcome was unknown and the systemic lupus erythematosus was resolving. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, menometrorrhagia, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : pelvic pain lot number:629140 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus symptoms,") in an adult female patient who had essure (batch no. 629140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), hypersensitivity ("allergic or hypersensitivity reaction,"), systemic lupus erythematosus (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines"), headache ("headaches,"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and polymenorrhoea ("irregular and prolonged menstruation") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss specify which one.") And weight decreased ("weight gain / loss specify which one."). The patient was treated with surgery (surgical removal of coil(s) - with tubal cautery). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract disorder, bladder disorder, fatigue, dysmenorrhoea, cystitis, hormone level abnormal, migraine, headache, allergy to metals, weight increased, weight decreased, abdominal pain and polymenorrhoea outcome was unknown and the systemic lupus erythematosus was resolving. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, polymenorrhoea, systemic lupus erythematosus, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received : lot number added. Reporter added, patient demographic updated, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), hypersensitivity, lupus symptoms, bladder disorder, urinary tract disorder, dysmenorrhea, fatigue, hormonal changes, bladder infection, migraines, headaches, nickel allergy, weight gain, weight loss, abdominal pain, device monitoring procedure not performed and irregular and prolonged menstruation. Events severity and medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.